Event description:
The hospital biomedical engineer reported that during shift check this defibrillator would not charge not discharge using the external paddles. The external paddles were swapped and the user was able to successfully charge and discharge from them. There was no patient involvement.